Event description:
The device reportedly powered itself off during a patient event where the patient was being monitored. There was no warning of low battery from the device. There was no report of any adverse effects as a result of the reported failure. No additional information regarding the patient event has been provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and the device battery. Proper device operation was confirmed during functional and performance testing. It was determined that the device battery was normally depleted due to age and use. The internal device data logs indicated that the device had been displaying a low battery charge indication for at least 2 weeks prior to the reported event and had not been replaced. The customer also was not carrying a fully-charged spare battery (as recommended in the device operating instructions). Physio-control has concluded that the reported event was due to the battery not being replaced after it had reached a low state of charge as indicated in the readiness display on the device. The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.